Event description:
Information received from the field does not address the patient's clinical status but notes the device can be interrogated b ut there is no magnet response and is not pacing in demand.